Manufacturer narrative:
(B)(4).evaluation summary: the hand piece was tested on a generator and gave an error code 5. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy, there was a blade error and a handpiece error. Another device was used to complete the case. There was no adverse consequence to the pt.